Manufacturer narrative:
The device was received for evaluation. The returned product was inspected under magnification. The screw used with the driver was not returned. There was noticeable twisting to the hex edges of the driver tip, curved in one direction around the entire driver tip surface. The twisting of the hex edges indicates an excessive torsional load applied about the driver's central axis and can sometimes be observed preceding hex tip breakage. Twisting of the hex driver tip may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. However, based on the information received, the root cause could not be determined. Corrrected data: type of investigation code (annex b) updated to 10 and 3331 investigation findings code (annex c) updated to 3243

Event description:
It was reported during surgery, the 2.5 hex screw driver was damaged when inserting the screw. The hospital continued using the other driver in the set to complete the surgery, and no fragments for the 2.5 hex screw driver were left in the patient. It was also reported the surgery was not prolonged. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00031 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.